Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-3638dhc-2 disposables kits drill bit broke. This occurred during a hip scope/labral repair on thursday (B)(6) 2024. They used a 1.8 hip knotless fibertaks, and were drilling for the third anchor, using the curved disposable kit ar-3638dhc-2, when the drill bit broke and resulted in two hours of searching for it, finding, and extracting the broken drill bit tip. The surgeon and his pa did not feel the drill bit skive, yet the broken tip was found in soft tissue, not bone.

Event description:
Additional information was provided on 10/03/2024 where the sales representative stated that this event occurred on 10/26/2024 during a hip labral repair, the drill bit broke while drilling for the 3rd anchor in the repair. The surgeon believes it may have skived off the acetabulum, but neither the surgeon nor pa felt or heard anything unusual while drilling. The patient had hard bone per the surgeon. An ar-3638dhc-2; 1.9 drill bit and curved guide were used to prepare the bone for insertion. The broken drill bit fragment was eventually found in soft tissue, once the broken drill bit fragment was removed, the surgeon did not proceed with re-drilling and inserting the 3rd anchor. The case took an additional 2 hours to find and retrieve the drill bit fragment which required additional anesthesia.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3638dhc-2, batch 15211613 was received for investigation. Upon visual evaluation, it was noted that the fluted nitinol drill had a broken tip. Functional test was not performed due to the damage of the device. The most likely cause can be attributed to improper bone preparation; misaligned insertion; or prying/leveraging the device during use. Per the surgical technique (labral base mattress stitch configuration; section #1): "create a bone socket by sliding the appropriate drill guide down the cannula and placing it on the acetabular rim near the articular surface. Advance the drill bit on power through the drill guide until the collar contacts the handle. Note: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Larger hard bone drills are also available.".